Event description:
The sales rep reported that the neurosurgeon had to revise the valve within one week due to limited flow through the valve. The operating room was very upset that they had to replace the valve within one week of initial placement. The surgeon was not sure as to what caused the limited flow. He indicated that the catheters appear to be unobstructed.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.